Event description:
Medics responded to cardiac arrest in (B)(6) neonate. Ez I/o 15mm 15 gauge needle was placed in left tibia correctly but when inner trocar removed, medic was unable to connect extension tubing, IV tubing nor a syringe to the infusion cannula that was in the osseous space. Lot number av10g03 expiration date 7/2014. Actual cannula was retrieved from pt from the office of the medical examiner after autopsy. When inspected there is a thread issue that prevents luer lock type connector to advance and lock onto the male threaded end of the infusion cannula. Remainder of the lot was taken out of service and the actual needle and cannula will be returned to vidacare for evaluation along with other needles from the same lot number.